Event description:
It was reported that the right atrial (ra) lead had increased threshold and low sensing values. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analysis found no anomalies. However, the inner insulation was kinked/buckled. The outer insulation was breached cut and had a cosmetic depression. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. There was a damaged guidetooth, the lead was stretched and visual analysis noted apparent explant damage.